Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual and microscopic inspection did not identify material deformation. The set screw was fully engaged into a sample mas head without issue. The implant appears to be capable of performing its intended function.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slid during tightening in the bone screw. No patient complications were reported.